Event description:
Customer had random assays giving "0.0" or "1.0", then repeating normal. None of the "0" or "1" results were reported. He provided results for 4 pts, results for 3 pts were discrepant. Pt 1, initial co2 result 0 (accompanied by an l flag), repeat result 37 mmol/l. Customer said samples were serum. If add'l info is received, appropriate notification will be provided.

Event description:
Customer had random assays giving "0.0" or "1.0", then repeating normal. None of the "0" or "1" results were reported. He provided results for 4 pts, results for 3 pts were discrepant. Pt 2, initial co2 result 1 (accompanied by an l flag), repeat result 21 mmol/l. Customer said samples were serum. If add'l info is received, appropriate notification will be provided.

Event description:
Customer had random assays giving "0.0" or "1.0", then repeating normal. None of the "0" or "1" results were reported. He provided results for 4 pts, results for 3 pts were discrepant. Pt 2, initial co2 result 0 (accompanied by an l data flag), repeat result 64 mg/dl. Customer said samples were serum. If add'l info is received, appropriate notification will be provided.

Event description:
Na.

Manufacturer narrative:
According to the customer, it was a sampling issue which caused the discrepancies. Follow-up confirmed the issue had been resolved by the discrepancies.